Event description:
It was reported the patient¿s implantable neurostimulator (ins) turned on and off on its own ¿several times per day.¿ it was noted the ins was sometimes off ¿for some seconds¿ and at other times ¿for several hours.¿ it was stated the patient¿s programmer ¿showed the off status during these off periods¿ and the patient ¿could not reactivate the battery herself.¿ it was noted the patient ¿never turned the battery off herself, not even during the night¿ and the patient¿s ins diary ¿showed the battery was off several hours per day.¿ it was stated the patient experienced a ¿loss of stimulation/therapeutic effect.¿ it was noted both impedance testing and reprogramming was performed. Additional information stated all impedance measurements appeared to be within range. It was noted the patient¿s ¿paraesthesias turned off several times¿ while the ¿nurse was next to the patient in the pain clinic.¿ it was stated the manufacturer representative ¿thought electromagnetic interference (emi) could be excluded.¿ it was noted that ¿when the paraesthesias were on, the patient felt the paraesthesias at the correct location, as before.¿ additional information reported when the patient¿s battery turned off the ¿stim on icon (lightning) on the patient programmer was present,¿ indicating the battery remained on. It was noted the patient noticed the ¿stim off icon only once when the stimulation turned off.¿ it was stated the ¿impedances were all normal.¿ it was further reported the patient experienced ¿shocking stimulation in between the on and off of the system.¿ it was further reported that during the patient¿s last reprogramming session, the manufacturer representative ¿tried several settings and at the end returned to the initial settings using ¿initial settings¿.¿ additional information noted no falls or traumas were reported. It was stated the patient experienced the shocking and jolting in the ¿region of paraesthesias¿ and not at the ¿battery or the lead site.¿ it was noted that with the stimulation turned off, the patient felt ¿no shocking stimulation¿ and the shocking could not be provoked.¿ it was stated the patient¿s ¿shocking and jolting was very short (only a few seconds) and always occurred just before the stimulation turned off¿ on its own. It was reported that ¿in between the on/off and shocking periods, the paraesthesias were as normal and provided excellent pain relief.¿ it was stated that in order to ¿provoke the correct paraesthesias in the lower back,¿ contact 14 needed to be set as an ¿active negative contact.¿ it was again reaffirmed that contact 14 had a normal impedance. Seven days since the last report, it was reported the patient¿s ¿paraesthesias changed position¿ and the manufacturer representative ¿could not evoke paraesthesias in the lower back anymore.¿ there remained no abnormal impedance readings. The patient was to meet with the manufacturer representative again on (B)(6) 2013 and keep a stimulation diary. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).